Event description:
In 2005 kinetikos medical, inc was informed of the explanted of a 6mm subtalar mba orthopedic implant to address pain reported by the patient five(5) years following the original implat date. The device was not returned to kmi for evaluation.